Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively not used due to a monitoring voltage of 3.16 volts prior to implant. The labelled monitoring voltage for this device is 3.25 v. The device was returned for analysis.